Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the sensor prematurely detaching. Due to delivery delay, customer was unable to test and experienced hyperglycemia and dizziness and was unable to self-treat, requiring hcp administration of an insulin injection for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.